Event description:
A 14cm solero applicator was tested before the procedure at 100 watts for 10 seconds. During the percutaneous microwave ablation procedure on a liver tumor, the generator was set at 100w for 4 minutes. The first ablation was completed successfully and the applicator was removed and inspected prior to the next ablation; however, before the second ablation could be started a "high reflective power warning" error message occurred. The applicator was removed and it was noted that the tip had detached and remained in the patient's liver. The patient was sent into surgery for removal of the tip. It was reported that the physician is an experienced solero user and there was no difficulty experienced with placing the applicator, nor were any adjunct devices used.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was a 14cm solero applicator. The ceramic tip was missing from the device. What remained was 3mm of the semi-rigid that the ceramic tip gets bonded to with the ceramic cement. This appears to be a thermal event that melted the center conductor. A concentration of microwave energy will cause extreme localized heating which can melt and vaporize the copper center conductor. It is thought that when the copper is vaporized there can be a buildup of pressure inside the tip. With the center conductor no longer intact, the ceramic tip is held on by this 3mm bond. The vapor pressure may then fracture the tip or dislodge it completely. Further inspection of this device showed the tc to be angled in the funnel, the manifold boot was puckered when it was shrunk with the heat gun, there was excess uv adhesive on the nosecone that left impression marks on the handle cover and excess adhesive at the needle/nosecone exit that pressed against the handle. While not the cause of the tip failure, these are all workmanship deficiencies. This device was manufactured in oct 2019. Since that time all of these concerns have been addressed with changes to the assembly instructions and all product builders are trained to the current revisions. The customer's reported complaint description of probe tip detached was confirmed. The root cause of the tip detachment was determined to be a result of a thermal event that fractured the ceramic tip, however, a definitive root cause could not be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).